Manufacturer narrative:
Product analysis: analysis was able to confirm the customers comment that the programmers display was blank after turning on and displayed an error code. It was noted that the programmer had a black screen with an error. It was also noted the screen remains black after a period of time and there was no vga (video graphics array) signal. A beeping noise was noted to occur at startup also. The stylus tip was found to be broken. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was blank after turning on and displayed an error code. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.